Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input while connected to the battery. This occurred upon power up in the telemetry department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "device powers off without user input" was reproduced. A review of the event history log (ehl) revealed occurrences of "improper shutdown!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be corrosion and poor cleaning practice on the positive pin of the wireless battery. The wireless battery module will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.